Event description:
As reported by the user facility on the medwatch form: "IV tubing came apart at the connection site. No cracks in the tubing found and tubing was connected properly. Luer lock had loosened. Estimated blood loss was 14cc. Pt required blood transfusion to replace lost blood".